Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was shattered and unresponsive. Reportedly, the reason for the shattered screen was unknown. The customer's blood glucose was 72 mg/dl. Reportedly, the customer had novolog pens available as alternate insulin therapy.